Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was a recharge problem. The patient experienced several difficulties in communicating with their ins, both with the patient controller and also the recharger. The doctor also had difficulties communicating with the physician programmer to interrogate the ins. It was noted that the patient had gained weight since the first implant that could explain the difficulties communicating with the ins. Several tests had been performed by the surgeon using the physician programmer to communicate with the ins. Several tests were also performed with two recharger kits to connect with the ins, without relevant results. After several tests in order to communicate better with the ins, the surgeon decided to perform a surgery to change the ins with a newer model. The issue was resolved. The patient was alive with no injury.

Manufacturer narrative:
Correction: d.6b: explant date has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.